Event description:
Baxter received a report from a baxter technician stating the CPR function was inoperative . The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following competition of the investigation, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
The baxter technician found the CPR cable needed to be adjusted. Per the hillrom service manual it is necessary for the stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Inspect the handles, cables and CPR mechanism on the head motor .replace or adjust parts as necessary. Raise the head section to the high position, then activate one of the CPR releases. Make sure the head section lowers. Adjust the CPR cable as necessary. Do the same tests on the other side of the stretcher. Check for wear on the lock hub. Replace if worn. Check to see that the hex nuts on the CPR cable and the shoulder screw on the CPR handle are tight. Tighten the hex nuts if necessary. The technician will replace the cable to solve this issue.based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the CPR function was inoperative . The bed was located at the account. There was no patient/user injury reported.